Manufacturer narrative:
The lot number for all four of the reported malfunctions was provided and lot history reviews were performed. The devices were not been returned for evaluation for all four malfunctions. Therefore, the investigations are inconclusive for the material rupture as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the malfunction indicated that model u415044rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. Of the four malfunctions, four patients were involved with no patient consequences. One patient was reported as a (B)(6) year old male of (B)(6) kgs and one patient was male. All other patient age, weight, and gender were not provided.